Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead experienced a ventricular tachycardia (vt) event on (B)(6) 2015 at 22:58. It was noted that there was a delay in therapy based on how the device was programmed. The event started in the monitor only zone and increased to the ventricular fibrillation (vf) zone. The delay was 48 seconds. The patient received anti-tachycardia pacing (atp) and 8 max energy shocks that never converted the rhythm. The patient then spontaneously broke on his own to normal sinus rhythm. The patient reported that he felt the device warm up and also felt the shocks. The patient was evaluated following this event and was reportedly doing well. The physician made the decision to explant the ICD and rv lead due to concerns with product performance. At the time of the procedure, the field representative noted there were no visible integrity issues. The lead was tested through the pacing system analyzer (psa) and r-wave measurements were 8.7 mv, pacing impedance measurements were 328 ohms and threshold measurements were 0.6v/0.5ms. The system was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted gouges and tool marks on the header and a slight dent on the front of the device casing. The sealplugs are intact and both setscrews move freely. The device battery status was still at beginning of life (bol) at 3.093 volts. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.